Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated the physician will continue to monitor this patient via latitude. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4); this system was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that latitude red alerts were being generated from this system due to shock impedance measurements greater than 125 ohms. The patient was brought into the clinic for testing and a measurement which was greater than 200 ohms was noted from the previous night. All other shock impedance measurements were within normal limits. No adverse patient effects were reported.